Event description:
It was reported that the customer had a seizure the week before and was hospitalized for issues related to the seizure. Customer stated that he had broken 2 vertebrae and as in a back brace. Customer was using the pump while he was hospitalized and had a infusion set issue due to not being mobile enough to change his site. Customer stated that he was released from the hospital only to return with high blood glucose levels and diabetic ketoacidosis due to the site not being in his body and not receiving any insulin. Customer stated that it was user error and had nothing to do with the product. Customer was hospitalized during the first week of (B)(6) 2015 for high blood glucose levels and diabetic ketoacidosis. Customer was hospitalized for 3 days and on an IV drip and manual injections instead of his pump. Customer was wearing the pump at the time of the emergency room visit. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.